Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt age, gender, weight: not provided.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6), 2014 at 8:00 am the patient obtained the blood glucose reading of 502 mg/dl on the reported meter. At 8:05 am the patient took an increased dose of 30.0 units humalog insulin. At 9:30 am the patient experienced the symptoms of sweating, blurred vision, disorientation and she felt faint. The patient administered self-treatment by consuming orange juice. At 10:00 am the patient tested her blood glucose level with a onetouch verio meter and obtained the reading of 32 mg/dl. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.